Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited noise on atrial and ventricular channels. Review of the electrograms revealed that the noise occurred during the patients working hours in the factory. Noise could not be reproduced with isometrics in the clinic. There were no adverse consequences to the patient. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).